Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with the active insulin being on the status screen after a bolus. Customer's blood glucose was 310 mg/dl at the time of the incident. Customer's current blood glucose was 346 mg/dl. Customer bolused with 4.3 units. Customer was admitted to the emergency room for a high blood glucose of 600 mg/dl and diabetic ketoacidosis in (B)(6). Customer stated that she kept getting bent cannulas and was not getting enough insulin. Customer was stabilized and was wearing the pump at the time of the visit. Customer mentioned that she had bruising from the sensor and the readings were off by 200 points. Customer mentioned that the alarms were going off. Customer stated that she was put on an insulin drip. When the customer removed the cannula, it was curled and bent. Customer declined to remove her infusion set to check if the cannula was bent. Customer was advised to do a complete set change. Customer declined to complete troubleshooting.